Event description:
It was reported that no volume had been infused, as the bag still appeared full. The patient arrived with blood pressure lower than baseline and presented with increased nausea compared to baseline. There was patient involvement, and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.